Event description:
It was reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. Advised discontinuation of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.